Event description:
It was reported that the balloon burst. The device was prepped normally. The target lesion was the right posterior tibial artery. The lesion was calcified and the rate of stenosis was greater than 80 percent. The device was delivered to the target lesion with no difficulty. When the device was inflated to 10 atm the balloon ruptured. Nominal pressure was 6 atm and rupture pressure was 15 atm. Reportedly when the device was attempted to be removed it remained fixed to the guidewire. Both the device and guidewire were removed together. There was a rupture of the catheter body and disinsertion of the balloon causing the catheter to separate. The broken catheter was removed and later the detached balloon was removed successfully. There was no pt injury reported.

Manufacturer narrative:
Sample receipt is pending.